Event description:
A customer rep returned a distractor that was implanted in a pt. Family members were activating the distractor a month later when they felt it move freely. X-rays revealed the plate had separated near the body and the distractor was removed a week later. The dr replaced the broken device with a new device with the same stock number.